Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console¿s power button being loose was confirmed, as the returned console (serial number (B)(6)) was observed to have a loose power button upon arrival. The console¿s cover was removed, and the unit¿s power button was observed to have a crack on its actuator barrel which would prevent it from being securely fastened. The button was still able to function as intended despite being slightly loose. The button was replaced with a new assembly, and the console was functionally tested and performed as intended. The serviced and repaired console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was due to the power button being damaged; however, the root cause of the button becoming damaged was unable to be conclusively determined. There were incidental findings of damaged housing (sheared monitor connector cap), use of expired product, and a s1: power-on self-test alarm observed in the log file. Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s1 alarms, as well as appropriate operator response to these events. The 2nd generation centrimag system operating manual (¿table 15: console maintenance schedule¿) instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for assistance in replacing the battery, as users may not replace the internal battery without proper training or assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power button on the back of the centrimag console was loose. This was discovered during a regular equipment check, and the device was taken out of service for evaluation.